Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: the received device was forwarded to depuy material science lab in warsaw for evaluation. The reported breakage was confirmed. The analysis of this device does not highlighted any product related defect and the need of corrective actions is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has had a tc3 depuy revision knee component insitu since 2013, the patient presented with pain, heard a crack in his knee when getting off a stationary bike. Upon xray, it revealed he bolt had broken in the femoral component of the tc3 and the adapter.